Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. The product was not returned to depuy synthes; however, photos were provided for review. The x-rays were reviewed however there are no clear signs that the plate shows signs of breakage, furthermore with the x-rays and information provided the reported allegation was unable to be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the matrixrib-plate straig 24ho l240 would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and states that: was depuy synthes product involved in this surgery? The item was only placed to give additional support.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was diagnosed with a broken rib on (B)(6) 2024, and scheduled for a surgery on (B)(6) 2024. Underlying pseudo-arthrosis. On (B)(6) 2024, a matrix rib straight plate was implanted after the total length of the plate was reduced to 10 holes (cutting). For the fixation, self-tapping screws were used. A minimum of four screws were used on both sides of the fracture. On top, a ptfe mesh (non-synthes) was used to provide extra support. Additional surgery took place on (B)(6) 2025 codubix was placed as additional support. On (B)(6) 2025, the patient came in for a follow-up visit. A CT scan of the thorax was taken to verify the status of the fracture/healing process. It came to the doctor¿s attention that the plate was broken between hole 6 & 7 (total # of holes = 10). Matrix rib straight plate in combination with self tapping screws diam 2,9 mm (length and model unknown). Patient condition: the patient is not really suffering from the broken plate. They have no side effects and continues to do their job. Based on the clinical evaluation and current patient condition, the surgeon decided in 2025 to not plan for an additional surgery. So far, no admission was required. Sales rep informed cq specialist about this complaint on february 28, 2025, this was on the day that the sr got informed by the surgeon. Cq specialist didn't report the complaint. On january 7, 2026 the cq lead got informed by the sales rep (as the investigation report was requested) and registered the complaint immediately.